Manufacturer narrative:
The technician replaced the power cord plug, due to a broken ground pin to repair the bed.

Event description:
Info received indicates the ground loss light is blinking at the control panel on the footboard.